Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a procedure on (B)(6), 2010. According to the complainant, the stent did not fully deploy off of the delivery system. The physician was able to use another ultraflex tracheobronchial covered stent to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) - partial deployment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal stent loops were deployed. A bend was noted on the shaft of the stent delivery system just proximal to the crocheted stent. The deployment suture thread was caught on the distal stent loops . When an attempt was made to retract the deployment suture thread, restriction was met and the stent failed to deploy. The deployment suture thread was unhooked from the distal stent loops and the stent successfully deployed. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a procedure on (B)(6), 2010. According to the complainant, the stent did not fully deploy off of the delivery system. The physician was able to use another ultraflex tracheobronchial covered stent to successfully complete the procedure. There were no patient complications reported as a result of this event.